Manufacturer narrative:
Risk assessment. Correspondence with the rep discovered that the event was discovered after the patient experienced a fall. No lot # was provided, so a manufacturing record review could not be performed. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future." Additionally, the patient was described as overweight which according to the IFU, "an overweight or obese patient can produce loads on the spinal system which can lead to failure of the fixation of the device or to failure of the device". Conclusion: the most likely root cause is the stress of the patient's weight combined with the force of a fall combined to cause the blockers to disengage.

Event description:
It was reported that's caps disassociated with rods. Replaced and added crosslinks.

Event description:
It was reported that' s caps disassociated with rods. Replaced and added crosslinks.